Manufacturer narrative:
Event date (B)(6) 2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the touchscreen did not function. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 31may2019. Date rec¿d by MFR: 29may2019. The technical support representative recommended the customer to replace the touchscreen to address the reported issue. The customer reported that reseating all of the connections to the front panel resolved the issue. Replacing the touchscreen was not necessary. No parts were replaced so no parts are expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.